Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that when the pump started, an alarm sounded stating that the cassette is disconnected for no apparent reason. There was a delay in therapy. There was no patient injury reported.

Manufacturer narrative:
The device was returned. The customer's problem was not duplicated. The samples were fully priming and connected without difficulty. The pump ran, and no alarms were activated. This complaint is not confirmed. (Updated h3, h6c, h6d, and h6e). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review. The report source is a foreign distributor. (Updated g3), corrected data: the catalog number and brand name were not documented correctly, in the initial report. (Updated d4b and d1).